Event description:
It was reported that customer went to emergency room and was subsequently hospitalized due to blood glucose level in the 400s mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.